Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not fully release from the device while attempting to deploy. When the hospital proceeded to remove the device, the seal got hung up on the aorta, which required surgical repair. The patient went on-pump to repair the aorta and complete the procedure. There were no lingering patient effects.

Manufacturer narrative:
Updated sections: concomitant medical products, PMA/510k,if follow-up, what type and device evaluated by MFR. Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was blood covering the delivery device. The loading device was not returned. The tension spring assembly remained in the delivery tube with the seal extended outside the tube in an unraveled state. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The tension spring assembly and the seal were already removed from the delivery device when returned. The seal and tension spring assembly were examined. The seal was observed to be in tact, with no cracks or delamination, however it was covered in blood. The dimensions of the delivery tube could not be measured due to the fact that there was blood inside of the tube. Based upon the received condition of the device, and the results of the evaluation, the reported failure "activation problem" is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not fully release from the device while attempting to deploy. When the hospital proceeded to remove the device, the seal got hung up on the aorta, which required surgical repair. The patient went on-pump to repair the aorta and complete the procedure. There were no lingering patient effects.